Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; seroma-late.

Event description:
Patient reported concern with the product, right side rupture, an MRI and ultrasound revealed a seroma around the breast, breast hard, and hematoma. Patient stated that they were going to get an aspiration done for the fluid; results not provided. Patient further reported that they were tested for alcl and the results were bia-alcl; type of test not reported and markers of cd30+ and alk- have not been confirmed. The following reported event has been deemed not related to the device: itchiness on legs, arms and ears. This record represents the right side. The device remains implanted.